Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast implant. During visual inspection of the device, no apparent damage was observed. Leak testing revealed that there was a leakage from the valve. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two unspecified saline implants and experienced postoperative bilateral deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This report is for the left prosthesis.